Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the customer was unable to shock the paddle. There was no reported patient involvement. The device was not evaluated by an fse. A response to a good faith effort indicated the customer had reported a similar issue on a previous complaint, and the device had been repaired and restored to service. This subsequent complaint was opened as a result of the customer requesting a quote on another ac power module in case the issue does recur in the future. There was no allegation of a recurring issue with the device's replaced ac power module. Based on the information available, the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: device not returned.

Event description:
It was reported to philips that the ac adapter becomes hot. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.